Event description:
A female admitted in early 2009 after falling in bathroom sustaining a 16.5% tbsa deep partial thickness burns to back, bilateral buttocks, and flank. Hospital course complicated. The following month, a bowel management system was initiated on the orthopedics for issues with diarrhea and need to protect burn areas. Two days later, patient pulled out another bowel management system and the zassi was inserted. Two weeks later, the zassi was noted to be out of patient and it was not reinserted. The following month, patient developed rectal bleeding. Taken for a colonoscopy by gi service found ulceration in the anal canal, erythema and some slight clots. There was no active bleeding and no intervention was done. Md ordered anusol-hc suppository's at bedtime.